Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-03979 / 03980).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, loss of range of motion, and lack of mobility. Subsequently, patient underwent a revision procedure on (B)(6) 2013. During the procedure, surgeon allegedly noted corrosion at the trunnion. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-03979 /-03980 /-06481 /-06482).

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2002. Legal counsel reports patient allegations of metallosis, metal poisoning, elevated metal ion levels, pain, swelling, inflammation, damage to surrounding bone and tissue, discomfort, soreness, dysfunction, loss of range of motion, and lack of mobility. Subsequently, patient underwent a revision procedure on (B)(6) 2013. During the procedure, surgeon allegedly noted corrosion at the trunnion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to the pain and elevated metal ion levels. Operative report noted the presence of fluid, corrosion at the trunnion, and a medial wall defect. The modular head and acetabular cup were removed and replaced with a competitor's acetabular system and a biomet head. Medical records indicated that the patient underwent a left total hip arthroplasty on (B)(6) 2002. No revision of the left hip has been reported.